Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator delivered multiple shocks for atrial fibrillation with rapid ventricular resynchronization events and therapy exhaustion was reached. The patient was kept on vigilance overnight. The device is still active and implanted. No additional adverse patient effects were reported.